Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was physical damage to the area where the foreign material was detected, and there were no deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). The instruction manual states the inspection method associated with the event in instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the nozzle of the gastrointestinal videoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.